Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: during testing, it was observed that the returned battery cap¿s threads were stripped and the cap was unable to fit onto the returned pump or to a test pump. A test battery cap was used and was able to secure and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery cap with stripped threads. This report is made based on results of investigation completed on 18-apr-2018.